Event description:
Caller states that patient 1 tested 6.2 inr on device and 7.3 inr on second device while a lab drawn within 30 minutes returned as 4.2 inr. Caller states that patient 2 read 5.0 inr on device second while a lab drawn within 30 minutes returned as 3.8 inr. No action taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
Additional strip lot used with first device: 196a, 5/31/07.